Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1. Name and address: postal code: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery (rirs) in the kidneys, an ngage nitinol stone extractor was deployed, it was used and was functioning as intended. Halfway through the procedure, the basket of the extractor, was unable to open fully despite normal usage (no excessive strain or force was used on the basket). The basket could no longer be used to remove stones. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Additional information: d4 investigation evaluation. As reported, during a retrograde intrarenal surgery (rirs) in the kidneys, an ngage nitinol stone extractor was deployed, it was used and was functioning as intended. Halfway through the procedure, the basket of the extractor, was unable to open fully despite normal usage (no excessive strain or force was used on the basket). The basket could no longer be used to remove stones. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control (qc), and interview of personnel as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with a label. Upon inspection, no significant damage to the device was noticed. A functional test showed handle actuation did not fully open/close the basket. Cook has concluded that the device was manufactured to specification additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, does not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.